Event description:
It was reported that the patient had atrial fibrillation with rapid ventricular response which conducted into the ventricular tachycardia and ventricular fibrillation zones. The patient received two attempts at anti-tachycardia pacing and a single shock by the device that converted the rhythm. Boston scientific technical services (ts) was contacted for a review, and ts saw earlier instances on this phenomenon. Programming options were discussed. No adverse patient effects were reported.